Event description:
User allegedly had difficulty attaching the pen needle: "hard to screw on and unable to push the insulin through easily". Customer called back in on (B)(6) 2018 with the same complaint issue (hard to screw on and unable to push insulin through pen needle) for another pen needle used from the same lot.